Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose and insulin pump started beeping. Customer declined troubleshooting for high and low blood glucose. The customer had biggest fear and called to emergency medical assistance three times and had been in a pain. The blood glucose after an hours was over 400 mg/dl and it says 430 mg/dl. The customer got warning on the low blood glucose. The blood gluciose values provided were 70 mg/dl, 72 mg/dl and ate something because 70 mg/dl was way to low, customer treated low blood glucose with the (B)(6) and blood glucose went up as 76 mg/dl. The troubleshooting was not done at this time. The device is not expected to be returned for analysis.